Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional event information is available. No product or data was provided for evaluation. Confirmation of the loss of connection could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation but the investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the reported event loss of connection could not be determined. The root cause could not be determined.